Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tumescent pump has alleged inconsistencies with the pedal.

Manufacturer narrative:
Device analysis summary: received control unit s/n (B)(4) and foot pedal s/n (B)(4) for evaluation. Ac cord, hanging rod and instructional dvd also included technician noted foot pedal not properly engaging the pump due to cord assembly confirmed root cause: wires in foot pedal cord are frayed and damaged foot pedal cord assembly needs to be replaced and re-tested. DHR shows no related issue for this lot number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.